Event description:
Manufacturer's domestic evaluation lab reported that aviva meter display was marbled in appearance. The marbled appearance is consistent with a possible electrical short. There was no exterior evidence of melting or burning observed.